Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that the charger was not working and the issue began last week. Patient stated that saturday night the implant wouldn't charge and the controller went into a software problem with the following details: 1-intellis, 2-3.6, 3-58, 4-qf_new. Patient noted that they reset the controller but the issue did not resolve. Patient then stated that this morning the controller battery was drained completely but the controller was showing charging. Patient also mentioned that once in a while it was getting so hot back there to charge the implant. Agent asked and patient clarified it was the implant that was getting hot so they decreased the speed to 2 instead of 4. Agent instructed patient to check for visible damage; patient confirmed no visible damage to the recharger, controller compartment pins, controller port and li battery pack pins. Agent had patient reset the controller with ac power supply; patient confirmed controller powered on and a green blinking light was above the screen. Controller showed no device found then connect the recharger. Agent instructed patient to start a charge session; controller showed battery low replace the controller batteries soon. Patient selected ok then the controller did not advance past checking recharge quality. Agent instructed patient to disconnect the recharger clean the controller port then start a charge session and patient confirmed controller showed looking for device. The issue was not resolved. A request was sent to the repair department to replace the recharger. Upon further review the following information is being added: patient mentioned this was a new battery pack when agent was walking patient through resetting the controller.